Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time."

Event description:
It was reported that 2 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg had foreign matter (1) and was difficult to aspirate (1) during use. The following was reported by the initial reporter: "it was reported that a small amount of clear liquid came out of the syringe when the consumer pushed the plunger. Also, the consumer found one syringe with a crushed needle shield and the syringe would draw insulin. Verbatim: consumer did not provide a phone number or address. (B)(6) consumer reported, when she pushed on the plunger, a small amount of clear liquid came out consumer did not use syringe stated, prior to use, she found one syringe with a crushed needle shield stated, 1 syringe would not draw insulin".